Event description:
It was reported that patient underwent an affixus nail hip procedure on (B)(6) 2014. During the procedure, the impaction tool fractured. The fractured tool was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, " surgical implants are subject to repeated stresses in use, which can result in fracture or damage to the implant. Factors such as the patient¿s weight, activity level, and adherence to weight bearing or load bearing instructions have an effect on the service life of the implant." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. The following sections could not be completed with the limited information provided. Lot code. Manufacture date.

Manufacturer narrative:
Evaluation of the returned device found numerous off center impaction dents on top of the impactor pad, which likely caused the failure or likely failed due to excessive force or impact. There is no evidence of product non-conformance and the device likely failed due to misuse.